Event description:
Information received from the field does not address the patient's clinical status but notes that during a one month post-implant follow-up, inappropriate sensing and loss of capture were seen. The lead was subsequently replaced.